Event description:
In this event it was reported that protaper shaping sx 2 mm tip separated in tooth 19. Attempted to remove with piezo but unable. Used a new file and was able to complete the case, no additional treatment planned. Device was not kept.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved product that broke during use was not returned and cannot be identified and analyzed. No lot number was provided. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.